Event description:
Home health care nurse called in reporting imprecise results on one patient - at the time this nurse called in, she did not have any information on lot number or serial number. Initial reading 4.9, repeat 6.0, second repeat 5.4. Three minutes between each test. No lab results. Patient's therapeutic range 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.